Event description:
It was reported patient underwent an initial procedure on (B)(6) 2014. During the procedure, the nail would not engage into the guide. Another nail was utilized to complete the procedure. A 45 minute delay occurred.

Manufacturer narrative:
The returned screw was evaluated and was found to have been manufactured within specifications. The set-screw may be adjusted by the surgical technician prior to surgery to test the function of the threads and then not reset to the correct depth. A field communication has been issued to this effect and corrective action has been taken in its assembly instructions and final inspection instructions to mitigate the risk of incorrect depth of the set-screw.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.